Manufacturer narrative:
The unit had no button response and a button error alarm due to a corroded keypad. Analysis was unable to verify the battery out limit alarm due to no button response and a button error alarm. The unit had no unexpected scrolling display. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
The customer called in to report a battery out limit alarm after a battery change and a keypad anomaly. The customer's blood glucose level was 380 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.